Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: eea25, eea25 eea 25mm sgl use stapler (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in an laparoscopic robotic ivor- lewis esophagectomy, during the anastomosis from  the esophagus to the s tomach, the medical staff used an incorrect handle with the 25mm trans-oral anvil. A bigger handle was not picked and used for the trans-oral anvil. As a result, the surgeon was unable to marry the envelope with the device and ended up having to do a thoracotomy. The surgical time was extended for 30 minutes or more. The incision was extended. The patient¿s hospitalization was also extended. It was also noted that stapler was not fired. The patient is currently in the intensive care unit (ICU).